Event description:
It was reported that the ilet displayed alerts to connect cgm or enter bg and dosing stopped after the patient¿s cgm sensor had expired; troubleshooting confirmed the freestyle libre 3 plus sensor was past expiration and the patient planned to apply a new sensor, while no blood glucose meter was available for manual entry. Symptoms included no reported hyperglycemia symptoms and the patient reported feeling that glucose was not elevated. Outcomes included temporary interruption of automated insulin dosing pending cgm replacement or bg entry, with no medical intervention or hospitalization. Investigation included remote troubleshooting and user education regarding sensor expiration and the need to either connect a valid cgm or enter bg to resume dosing. Investigation of this case revealed that the device behavior was consistent with design safeguards that stop automated dosing when no valid glucose data are available due to an expired cgm sensor. It was concluded, based on previously established findings for similar reports, that the cause was user-related due to use of an expired sensor and lack of alternative bg entry.